Event description:
It was reported that a pt underwent a sling procedure in 2008. Within four weeks, the pt experienced a mesh erosion in the vagina. The event is ongoing.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.